Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg when leaning against anything semi rigid. It was also reported that the patient was unable to charge the ipg. The physician prescribed lidoderm patch and advise the patient to use padded donut over his battery compartment. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.